Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not identify the cause of the gap between the acoustic lens from the information obtained. The root cause of the failure could not be determined. Additionally, it is likely that the acoustic lens is detached due to the affected part is dropped on a hard surface/object, hit, or subjected to chemical stress during the cleaning/disinfecting process. However, based on the results of the investigation, a specific cause of the peeling of the ultrasonic probe could not be identified. The event can be prevented by following the instructions for use which state: "caution - do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evis exera ii ultrasound gastrovideoscope device was returned as part of the asset return process. During routine inspection of the device by olympus, it was found that there was a gap between the acoustic lens and the ultrasound probe; the acoustic lens was also found to be peeled. Additional findings include the following: due to damage on the lever mount, the forceps control lever did not move smoothly; due to wear of the lock engagement lever, the up/down knob could not be locked securely, the grip had a scratch, the scope body had a crack, the scope connector cover was deformed, the lock engagement lever had a scratch, the right/left knob had a chip, switch button one (1) had a cut, and the switch box was deformed. Additionally, water tightness was lost due to deformation of the suction connector, as well as the guide pin to the electrical connector found to be shaved, the charge-coupled device (ccd) was in the position that the ccd cable had limited length for repair, the distal end had a scratch, the objective lens had a scratch, the adhesive around the objective lens had a stain, the adhesive around the bending section cover had a chip, the channel tube had a scratch; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; and due to the wear of the angle wire, the play of both the up/down and right/left knobs were both out of standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The evis exera ii ultrasound gastrovideoscope device was returned as part of the asset return process. During routine inspection of the device by olympus, it was found that there was a gap between the acoustic lens and the ultrasound probe; the acoustic lens was also found to be peeled. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.